Manufacturer narrative:
.

Event description:
The customer contacted philips healthcare to report that the heartstart mrx processor pca failed after field change order (fco). There was no patient involvement.